Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the all-in-one container leaked; further described as the "bag had a rupture." This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection was performed, and it was noted that the membrane tubing was ¿streaky¿. Functional testing was performed, and it was observed that there was a leak from a hole in the injection port tubing. The hole in the tubing resembled a hole made by needle perforation. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.